Manufacturer narrative:
Used (B)(6) 2019 as event date as there was no date reported.

Event description:
It was reported that shaft break occurred. A 3.00 mm x 15 mm emerge balloon catheter was used in a procedure. However, it was noted that shaft was broken. No patient complications were reported.